Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an early battery depletion. Further, the device was explanted. No additional adverse patient effects were reported.